Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this procedure, two 29mm bioprosthetic mitral valves of the same model were used. It is unclear which product remains in the patient or why two valves were used. Review of the operative report makes no mention of a second valve either being attempted or discarded. No adverse patient effects were reported.